Event description:
User facility reported that a mammosite cavity evaluation device (ced) was placed during a lumpectomy procedure on approximately (B)(6) 2007. One week after placement, the patient was scheduled to have the mammosite ced replaced with a mammosite radiation therapy system. Upon the attempt to remove the mammosite ced, the "tail broke off and left [the] balloon remaining in the patient's breast. The ced was deflated, the track was opened up prior to explant with a hemostate and trocar to expand track, and a stiff stylet was used for rigidity." The physician was still "unable to remove [the] remaining balloon in [the] breast after several attempts." The patient was then sent to the operating room for removal of the mammosite ced device and the placement of the mammosite radiation therapy system. Follow-up information was received on (B)(4) 2006. The physician indicated "everything went well in operating room with no problems with the patient."

Manufacturer narrative:
Device history record (DHR) review could not be conducted as a lot number was not provided by the complainant. According to the instructions for user (IFU) under the intended use/indications section and the instructions for use section: the mammosite cavity evaluation device will be used as a disposable surgical tool for determining which mammosite balloon should be implanted into the lumpectomy cavity. Placement of the mammosite ced may be accomplished through a variety of techniques. Implantation of this device is at the discretion of the physician. Once the lumpectomy cavity has been assessed and the appropriate mammosite rts balloon size has been identified, fully deflate and remove the mammosite ced from the lumpectomy cavity and dispose of as medical waste. (B)(4).